Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia,hormonal changes') and genital haemorrhage ('abnormal bleeding (general),hormonal changes') in an adult female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lower back pain,back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal),hormonal changes"), menstruation irregular ("hormonal changes describe: menses/irregular menses"), urticaria ("allergic or hypersensitivity reaction type: itchy hives"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), allergic oedema ("allergic or hypersensitivity reaction type: swelling"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), amnesia ("psychological or psychiatric problems condition: short-term memory loss"), feeling abnormal ("brain fog,neurological conditions or problems"), dizziness ("dizziness,neurological conditions or problems"), eczema ("eczema"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problem"), allergy to metals ("nickel allergy"), pain in extremity ("legs pain"), cystitis ("cystitis"), vaginal discharge ("vaginal discharge"), headache ("headache") and psychological trauma ("psych injury"). The patient was treated with surgery ((B)(6) 2018, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and vaginal haemorrhage had resolved and the menstruation irregular, urticaria, dermatitis allergic, allergic oedema, urinary tract infection, amnesia, feeling abnormal, dizziness, eczema, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, pain in extremity, cystitis, vaginal discharge, headache and psychological trauma outcome was unknown. The reporter considered abdominal pain, allergic oedema, allergy to metals, amnesia, back pain, bladder disorder, cystitis, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, eczema, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. Lot number:932164, manufacture date: 2011-12, expiration date: 2014-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc. Fu(2) and (3) processed together. On 15-oct-2019: pfs received : fu(2) and (3) processed together. Following events were added : dyspareunia, cystitis, vaginal discharge, psych injury, headache. Outcome of menorrhagia, general abnormal bleeding, dysmenorrhea , back pain, abdominal pain, apareunia was changed from unknown to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstruation irregular ("hormonal changes describe: menses/irregular menses"), urticaria ("allergic or hypersensitivity reaction type: itchy hives"), rash ("allergic or hypersensitivity reaction type: rashes"), swelling ("allergic or hypersensitivity reaction type: swelling"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), amnesia ("psychological or psychiatric problems condition: short-term memory loss"), feeling abnormal ("brain fog"), dizziness ("dizziness"), eczema ("eczema"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches"), nausea ("nausea"), tooth disorder ("dental problem"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), pain in extremity ("legs pain") and back pain ("lower back pain"). The patient was treated with surgery (B)(6) 2018, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the menorrhagia, genital haemorrhage, menstruation irregular, urticaria, rash, swelling, urinary tract infection, female sexual dysfunction, amnesia, feeling abnormal, dizziness, eczema, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, abdominal pain, pain in extremity and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, back pain, bladder disorder, dizziness, dysmenorrhoea, eczema, feeling abnormal, female sexual dysfunction, genital haemorrhage, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, rash, swelling, tooth disorder, urinary tract disorder, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received : lot number was added. Previously reported event of injury was updated to pelvic pain. New events "hormonal changes describe: menses, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: itchy hives, rashes and swelling, infection (bladder/urinary tract/vaginal) type: urinary tract, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: short-term memory loss; brain fog; dizziness, rashes or skin conditions type: hives; eczema, bladder or urinary problems or changes, migraines/headaches, nausea, dental problems,neurological conditions or problems type: short-term memory loss; brain, fog; dizziness, nickel allergy, dysmenorrhea (cramping), abdominal pain, lower back pain,she didn¿t undergo an essure confirmation test. " were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.